Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint.

Event description:
It was reported to nevro that the patient passed away during a heart valve replacement surgery. It was noted the patient had pre-existing heart complications prior to the device being implanted. Nevro attempted to obtain a medical assessment from the physician but no additional information was available.